Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps involved with this complaint. And completed the device evaluation. Failure analysis showed, the instrument main tube was broken. No material was found missing. This type of failure is most commonly associated with mishandling/misuse.

Event description:
It was reported, that during central processing. The prograsp forceps instrument tip (metal) was separated from the shaft. There was no report of patient involvement.